Manufacturer narrative:
For all three events, the investigation could not identify a product problem. The cause of the events could not be determined. There were no follow up actions for two of the events. For one event, the field service engineer changed the probes and performed measurements on the affected tests. The measurements and qc were acceptable. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Discrepant non-reproducible results were generated by three cobas integra 400 plus analyzers. The events involved a total of 3 patients with the following: one sample with a discrepant result for ureal urea/bun, one sample with a discrepant result for crp, and one sample with a discrepant result for crep2 creatinine plus ver.2.